Event description:
It was reported that clinician reported device malfunction. Top of implant defective. Implant wasn't secure on insertion piece had to get another implant. The insertion delivery tool was being used was the 3.1 driver that goes into the ratchet. Customer used another device to complete the procedure. No other symptoms were reported. Patient wont return for an additional appointment. Tooth#7

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 13mm length (ct3113) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage at drive feature, however no damage identified. A 3.1 driver was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured with a caliper. No pre-existing conditions were noted on the per. The reported devices were located on tooth #7 and was same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1242228). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (1242228) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for the 3.1 driver. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur for the ct3113, however device malfunction could not be verified for driver as it was not returned, and the reported event was non-verifiable.